Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the recipient's issues resolved. Revision surgery will not be pursued at this time. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made and external equipment has been exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.